Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. The reported patient effect of intimal dissection is listed in the xience xpedition, everolimus eluting coronary stent system, instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. Additionally, the reported treatment appears to be related to the operational context of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a 95% stenosed, moderately calcified lesion in the distal left circumflex (lcx) coronary artery. Pre-dilation was performed with an unspecified 1.5x12mm balloon dilatation catheter. A 2.5x18mm xience xpedition stent was deployed at the lesion; however, a proximal edge dissection occurred. A 3.0x12mm xience xpedition stent was implanted to treat the dissection. There was no adverse patient sequela and no reported clinically significant delay in the procedure. No additional information was provided.